Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image), flashing white display. The customer reported no adverse event. The event involved product(s) mmt-1781kl. Troubleshooting was performed for the event.customer reported a critical pump error/open book image error no harm requiring medical intervention was reported. Mmt-1781kl was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to verify flashing white display and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by multiple consecutive pump error 53 alarms on (B)(6) 2024 at 3:06:36 pm, (B)(6) 2024 at 3:06:52 pm, (B)(6) 2024 at 3:06:59 pm and (B)(6) 2024 at 3:07:14 pm according in the detailed trace file. Pump error 53 alarm due to software error (linenumber = 5632 ; filenumber = 2005). Please see below for pump errors/alarms noted 2 days prior to the event date 14-apr-2024 in the formatted history file. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 15:06:30.000, (B)(6) 2024 15:06:52.000, (B)(6) 2024 15:07:14.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2024 15:01:43.000, (B)(6) 2024 15:01:59.000, (B)(6) 2024 15:02:16.000, (B)(6) 2024 15:02:37.000, (B)(6) 2024 15:06:30.000, (B)(6) 2024 15:06:52.000, (B)(6) 2024 15:07:14.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. Unable to test for failed battery alert/battery failed alarm due to critical pump error (open book image) alarm. Failed battery alert/battery failed alarm was unknown. Pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify flashing white display and perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to multiple consecutive pump error 53 alarms. Pump error 53 alarms due to software error. During visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.